Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure, sling procedure, and vaginal hysterectomy in 2007. Four days later, the patient experienced right flank pain. On the following day, the patient was admitted to the hospital for a left ureteral obstruction. A CT scan revealed hydronephrosis down to the distal left ureter. A percutaneous nephrostomy was placed and an antegrade stent was able to be passed into the bladder. The stricture was dilated and the mesh was stretched by the surgeon. The surgeon opines that the deep arm of the pelvic floor repair device seemed to have caused the ureteral obstruction. The surgeon plans to leave the stent in place for six weeks.